Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that high lead impedance (>10000 low output current, 0ma) was received while performing diagnostics on a vns patient. The nurse indicated that about a month ago, the patient was hit in the chest with a basketball and after which reported some intense painful stimulation in the chest area for a few minutes, but did go away. Then, two days prior to the report of high impedance, the shocking happened again. There have been no other changes with the patient, except for one seizure that the nurse is attributing to recent strep throat. X-rays were taken and no anomalies were seen by the nurse. The device was disabled due to the high impedance and the patient was referred for replacement surgery. Additional information was received from a company representative indicating the patient underwent lead replacement surgery due to high lead impedance. Diagnostics were performed after the lead revision and all were within normal limits, but specifics were not immediately available. The company representative indicated that both him and the surgeon looked at the lead and it was not apparent as what caused the high impedance. The explanted lead was returned to the manufacturer and is currently undergoing analysis. At the moment, the direct cause of the high lead impedance is unknown as it could be related to trauma.